Manufacturer narrative:
(B)(4). Intiial reporter information - correction ,report source - correction to remove patient's mother as the source.

Manufacturer narrative:
(B)(4). Data was provided for investigation. The reported inaccuracy was confirmed. However, a conclusive root cause cannot be determined for the reported events.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, inaccurate blood glucose (bg) readings between the continuous glucose monitoring (cgm) system and the bg meter on (B)(6) 2015. There was no reported injury or medical intervention. No additional event or patient information is available.